Event description:
(B)(4). It was reported that right groin swelling occurred. The patient underwent a left atrial appendage closure (laac) procedure. Upon removal of the watchman® access system, the patient experienced right groin swelling. There was digital pressure applied and sandbag application to treat the swelling. The event was considered resolved the next day.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).